Manufacturer narrative:
The report source provided the serial number and photos of the device, identifying it to be an (B)(4) patient transport. The lift was approximately 6 1/2 years old at the time of the event. The photos did not show any apparent defects with the lift. Multiple requests for additional information have been made, but no further details about the event, malfunction, patient injury or medical intervention have been provided. Should further information become available, a supplemental record will be filed.

Event description:
Invacare received notice of an injury that reportedly occurred as the result of a patient lift collapse. The lift came crashing down onto the patient. The defect has not been specified.